Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up, several inappropriate automatic mode switch (ams) episodes due to far field r ¿ wave oversensing were noted on the atrial channel. The suggested programming changes were made. The patient was in stable condition.